Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the bag tore; no pieces or contents fell into the patient. It is unknown how the procedure was completed. No adverse consequences reported.